Manufacturer narrative:
Initial and final MDR (B)(4) - device 5 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in united kingdom. Patient complained about five infusion sets that fell off during use. Event occured between (B)(6) 2024. The infusion sets were in use for two days. Patient replaced infusion sets and resumed insulin successfully. No further information available.